Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 2.25 x 8 mm xience prime stent delivery system (sds) was advanced to the lesion without issue and inflated to nominal pressure, but a balloon rupture was suspected. The sds balloon was deflated and the sds balloon was inflated again, but the rupture was not confirmed. The sds balloon was again inflated for post-dilatation, but the rupture was then confirmed at 9 atmospheres (atm). The sds was no longer used for the procedure. No additional dilatation was needed, as the stent was fully apposed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.